Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl. The customer had low blood glucose level and the customer had glucose tablet and the later on the insulin pump suspended and the blood glucose level was 138 mg/dl and 119 mg/dl. The customer¿s blood glucose level was 363 mg/dl at the time of incident and current blood glucose level was 252 mg/dl. The customer did not allege that the insulin pump was under delivering and the customer was unable to perform high pressure test. The insulin pump will not be returned for analysis.